Manufacturer narrative:
H6. Investigation summary: bd received one (1) photo for investigation. The photo was reviewed and the indicated failure mode for missing label on the side of the shelf pack was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing label on the side of the shelf pack based on the provided photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that prior to use with the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the side of a shelf pack of tubes was missing a label. There was no user or patient impact reported.